Event description:
T. Haberl et al. / european journal of cardio-thoracic surgery (2014): viennese approach to minimize the invasiveness of ventricular assist device implantation - report of 2 stroke events in hvad patients. No specific event details or outcome provided.

Manufacturer narrative:
The study concluded that minimally invasive lvad implantation is feasible and safe.